Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient was taking bacteria infection medication. The next day, they stated they were sore in the vaginal area all day. There were no device issues or further complications reported or anticipated.